Manufacturer narrative:
Other, other text: one device was returned for evaluation. Visual inspection revealed "too used", front and rear housing damage, lens scraped, and downstream occlusion (dso) sensor damaged. Event history logs were not able to be reviewed. Functional testing was performed and the reported issue was not able to be replicated; accuracy testing was within specification; no fault was found. No actions were needed to resolve the issue; however, the front and rear covers were replaced along with the dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period., corrected data: health effects corrected

Event description:
It was reported the device exhibited a delivery accuracy (during in house service). No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.